Event description:
To o.r. For gastroenterostomy, total cholecystectomy. Eea 20 mm stapler from ethicon misfired. Blade did not retract into the shaft and therefore a complete cut was not assured. The tissue then can be avulsed from the anastomosis on withdrawal of the instrument and this compromises anastomotic integrity and causes bleeding from theanastomosis post-op. Pt discharged 2004.